Event description:
It was reported that the patient experienced hyperglycemia with a reported value of 401 mg/dl due to a bent cannula (reported on separate case) on the inset infusion set while remaining connected to the ilet and additionally administered long-acting insulin via subcutaneous pen. The patient elected to continue manual injections and planned to reconnect to the pump the next day. No adverse clinical symptoms associated with elevated blood glucose. Outcomes included no hospitalization and self-management with external insulin. Investigation included troubleshooting and education for high glucose management and infusion set issues. Investigation of this case revealed a delivery interruption caused by a bent cannula on the infusion set while the device remained in use, consistent with an infusion set problem leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set failure resulting in hyperglycemia.

Manufacturer narrative:
Initial.